Event description:
It was reported the clear tube of the sideport detached from the junction of the swartz introducer body during the procedure. The physician exchanged the introducer sheath and completed the procedure.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation with the extension tube assembly detached from the introducer. Review of the device history record confirmed this met manufacturing requirements prior to shipment. In conclusion, visual inspection of the returned introducer revealed the extension tubing had detached from the side arm port. Additional testing confirmed the presence of solvent on the detached extension tube. CAPA 1was initiated on october 10, 2006 to investigate sidearm detachments. The current process has been updated and validated to prevent recurrence.